Manufacturer narrative:
After the event, the customer disconnected the ups and is running the automate from house current. The ups unit is installed by bci, but is not a bci product; the ups unit is a powervar product. Bci does not service the ups units. Bci service notified powervar and requested to visit the customer and service or replace the ups units.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the uninterrupted power supply (ups) connected to the automate 800 system failed causing smoke and flames coming from the power supply, which led to a call to the fire department. There was no operator exposure to smoke reported and no damage to the automate system.